Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient coded while the external pulse generator (epg) was being used on the patient. The device was not removed and has continued to be used on the patient. The doctor claimed it was the epg. The company representative stated that the lead and settings were checked and the device functioned as designed. The caller also checked on the patient and the device and there were no issues. The company representative will determine if the biomedical engineer can test the device and if they have the checkout manual. The status of the device is unknown. No further patient complications were reported as a result of this event. Several attempts to get more information were unsuccessful.